Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 4 and 24 hours and the patient reported a blood glucose level of 400 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The bottom housing and eseal were checked for damages and no issues were observed. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 3765 pulses. No damages or defects were observed that would result in a needle mechanism failure. During initial inspection of the device, the soft cannula was observed to be damaged. The cannula was measured to be out of specifications. Testing the fluid path found that fluid was not able to exit the entire fluid path as intended, due to the damage to the soft cannula. Although damage was found, the exact timing and cause of this damage could not be determined. Damage was observed to the canula window. Although damage was observed, no internal damage was caused by the damage to the housing. The exact cause of the damage housing could not be determined. The downloaded data returned an 0x33 alarm, indicating the pod alarmed out while waiting for input from the pdm. No timeouts or drive stalls were observed. During investigation, the device was reset and a 5 unit bolus was delivered. The rerun did not generate the 0x33 error code observed in the original data. No defects or deficiencies were found that would contribute to the generated alarm. No other damages or deficiencies were observed during the investigation.